Event description:
The pt received his scs system on (B)(6) 2011. It was reported that two days later, the pt experienced pain and numbness in one foot. A CT scan was conducted following the onset of symptoms which did not confirm the original/establish a new diagnosis. The system was explanted on an unk date. It is possible that the paddle lead moved to the side of the epidural space and resulted in the reported symptoms. Follow-up on this matter found that the pt's symptoms are partially resolved but possibly temporarily. The pt will undergo rehabilitation in a nursing home for a few weeks.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.